Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint, but did find the generator was having error c-34 while boot up. The fse replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) that error c-34 with the erbe cautery and the cautery cable. The customer changed ports on cautery and changed cautery cables; however, the issue persisted. The customer confirmed the issue was with monopolar ports only. Tse advised the customer to change power socket for cautery and the customer informed that entire ot was on same ups power supply. Tse informed that the cautery needs to be replaced for this issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with the same integrated electrosurgical unit (iesu). The issue was intermittent and mainly while using monopolar instrument, most of the surgery part completed using bipolar instrument. The procedure was completed robotically in the original configuration.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vio integrated electrosurgical generator unit (iesu) involved with this complaint to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. During visual inspection scratches were found on the side cover. The generator was analyzed, and the unit was placed on a known good system and run in normal mode and finding error c-34 during start up and mono coagulation activation. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.